Manufacturer narrative:
Summary of evaluation:evaluation results suggest that this event could not be verified.

Event description:
Monomer was warmed in 113 degree water bath for 15 minutes. A stryker vacuum mixer was used for mixing the cement. The powder was placed into the mixing chamber first (2 doses) followed by the warmed monomer. The result was significant residue in the syringe chamber. This was discovered late in the mixing delivery process. There was no adverse consequence for the pt.